Event description:
It was reported that the metal locking tabs of six dash port 2 docking stations broke off of the monitor clamp on the pivot bracket. In this scenario the dash monitor would not be connected to the dash port 2, potentially leading to a situation where the monitor could fall on a pt or health care provider. This report is for the first of six affected devices. There was no report of pt or user injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.